Manufacturer narrative:
The pump was received with stripped battery cap coin slot. The device was cracked at the display window corners and had cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer was sent a battery cap replacement to resolve previous low battery, no power issues, but it did not resolve the issues. The customer states the replacement did not work, and the pump remains without power. The customer's blood glucose level at the time of incident was 172mg/dl. The customer was advised that the pump would be replaced and returned for analysis.